Event description:
The customer observed a spark and burning smell coming from the architect i2000sr analyzer. There appeared to be leakage from tubing, which might have impacted the reagent cooler cable connector and caused an electrical spark and smoke. No injuries occurred.

Manufacturer narrative:
Field service evaluated the instrument and found the trigger manifold drain tubing, part number 7-77682-02, was not inserted in the drain path, the resulting leakage damaged the reagent cooler (part number 7-76850-02, refrigerator with replaceable fan) cable connector, causing an electrical spark and smoke. The cooler was replaced to resolve the issue, the drain tubing did not require replacement. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation, the instrument performed as intended and no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.